Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.   (B)(4).

Event description:
It was reported that the dressing has black spots. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Initial reporter data was entered in error. There were no discrepancies noted in the batch record related to the reported complaint issue. The production monitoring system was reviewed and there were no issues relating to the complaint issue. Preventative maintenance was completed to schedule. Machine logs were reviewed and there were no issues relating to the complaint. A picture was received which confirms the complaint of foreign matter on the dressing. No sample was received from the customer therefore the root cause cannot be identified due to not being able to identify the foreign matter. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).